Manufacturer narrative:
Per patient's surgeon, the device was explanted as the tip of the electrode array was found to be folded over. This report is filed (B)(4), 2011.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted for an unspecified reason. The device was explanted on (B)(6) 2011 and the patient was reimplanted with another device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.